Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 0.8; lab: 3.0. All testing occurred within 24 hours of one another. Pt therapeutic range is unk.